Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported a patient underwent a left knee arthroplasty on (B)(6) 2016. During the procedure, extra bone was resected during the femoral lateral distal cut. The plan had been to resect 10 mm of bone; however, 13 mm of bone was removed. The procedure was completed without delay.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.